Event description:
(B)(4). Same patient as MDR ID#: 2134265-2010-04770, 2134265-2010-03759, 2134265-2010-03921, and 2134265-2010-03922. Same case as MDR ID#: 2134265-2013-00556, 2134265-2013-00557, 2134265-2013-02067. It was reported that following a coronary artery stenting treatment procedure, the patient had cardiopulmonary arrest and expired. In (B)(6) 2010, the patient had a grossly abnormal persantine stress test revealing mid-inferolateral, inferior and mid-inferoseptal ischemia. The patient was diagnosed with stable angina (ccs class 2) and silent ischemia and was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex artery (prox lcx) extending to 1st obtuse marginal branch (om1) with 90% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of two overlapping taxus liberte stents, with one 3.0x16mm stent placed proximally and another 2.5x32mm stent placed distally. Intravascular ultrasound revealed incomplete apposition and the stents were post-dilated with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2010, a 2.25x16mm taxus stent was implanted in the ostial posterior descending artery (pda). In (B)(6) 2012, a 3.00x12mm promus element stent was implanted in the 1st obtuse marginal branch (om1). In (B)(6) 2012, the patient was found unresponsive at home and ems was called. The patient was found to be in asystole and was diagnosed with cardiopulmonary arrest. The patient was intubated and cardiopulmonary resuscitation (CPR) was performed. On arrival to the emergency department, CPR was continued and the patient's endotracheal tube was withdrawn. The patient continued to be in asystole and was given medications for the same. Pericardiocentesis was performed without significant fluid aspiration. The patient's glucose was within normal limit. The patient's condition did not improve and expired due to "stent thrombosis of stents implanted in 2010 and restenosis procedure performed in (B)(6) 2010 and (B)(6) 2012". At the time of the event, the patient was on aspirin and prasugrel but not on the study drug. The study drug was last taken in (B)(6) 2011.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).